Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 47 mg/dl at the time of the incident and the current blood glucose of the patient was 94 mg/dl. Customer experienced symptoms such as headache. Customer treated with food. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was not using auto mode. Customer reported they does not allege pump was over delivering. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.